Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a thoraco/lobectomy procedure, bleeding occurred when the device was used on a blood vessel of about 3 mm. Immediately after sealing/cutting, bleeding occurred, and pressure was immediately applied and small incision was performed to solve the problem. There was a little bit of blood loss, and no transfusion needed. There was no alarm, sealing tone and end tone were heard. There was no patient injury.